Event description:
It was reported that prior to surgery the dermatome black plate connector was damaged and there was exposed wire. The device was removed before surgery. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined that the reciprocation arm had some cosmetic damage. The reciprocating arm was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.